Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this bsc cardiac resynchronization therapy-defibrillator (crt-d) was the second of two attempted implants associated with out-of-range pace impedance measurements and lead-device connection issues with a chronic guidant right ventricular (rv) lead during a device changeout procedure. The representative reported there was no pacing and rv pace impedances were greater than 2000 ohms when the lead was connected to the bsc crt-ds and then to a competitor's crt-d. Normal measurements and pacing were obtained when the lead was checked through a pacing system analyzer. The representative suspected a lead terminal pin issue after examining the lead; the physician suspected an issue with the device's header block port. The representative reported the lead could be pulled free from the device header with the device setscrew engaged, and the terminal pin could be inserted further than normal into the port of the header. There were no adverse patient effects, and a competitor's crt-d and rv lead were implanted. This device is not included in any product advisories.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, review of stored data from the device indicated it did not trigger a replacement indicator while implanted. All device header ports were checked with pin gages and found to be within specification. The right ventricular (rv) setscrew was removed and found to be normal under magnified visual inspection. A standard is-1 lead terminal pin was inserted into and retained by the rv port. Analysis of the chronic lead associated with this device found that the seal was delaminated and could not be fully inserted into an off-the-shelf header. An attempt to insert the returned lead fragment from the clinical event was unsuccessful, as the laboratory engineer was unable to fully seat the lead. The device was then put through and passed, commensurate with battery voltage, an extensive series of automated tests which verified functionality, sensing, recording, and therapy delivery. Based on our analysis and testing of this device and the fragment of the chronic lead, the clinical observations of high pace impedance and connection issues at implant were due to seal delamination on the chronic lead which prevented full seating and proper connection of the lead into this device header.